Event description:
It was noted during placement of this dialysis catheter, the polyester cuff had detached at the insertion site outside the patient. The catheter was successfully removed from the patient and another dialysis catheter was successfully placed. The patient's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated adhesive was evident on the bond site. A review of the device history rrport for this lot was performed and did not reveal any anomalies. The detached cuff was not returned for evaluation. A lot search was performed and revealed no other complaints to date for this lot number. Patient anatomy and/or user technique during catheter placement may have contributed to this event. However, the company is unable to determine the exact cause for this event. The MFR's directions for use outline appropriate placement techniques.